Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
The suspect catheter has been received by the manufacturer for evaluation. As reported, the catheter had a charred tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that during soft tissue ablation, a charred catheter was discovers after the procedure. There was no delay to procedure. No impact on patient outcome.